Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014; the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report. This report is filed (B)(4) 2014.

Manufacturer narrative:
(B)(4). Implant device remains.

Manufacturer narrative:
This report is filed october 21, 2015.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; the issue could not be resolved. The implanted device remains.